Manufacturer narrative:
The insulin pump was received with a blank display, fault isolated to the pcb 1. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.